Event description:
A customer reported that their AED powered off unexpectedly during a rescue attempt. They reported that the patient regained consciousness during the event.

Manufacturer narrative:
Although requested, the log files from the device have not been provided and the cause of the complaint is not known. Should additional information become available, a follow-up MDR shall be submitted.